Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element plus drug eluting stent was advanced towards the lesion but the stent was noticed to have lifted. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the stent was damaged at the distal end. Struts on the most distal row were lifted. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element¿ plus drug eluting stent was advanced towards the lesion but the stent was noticed to have lifted. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.